Event description:
The customer reported out of range normal control solution test results with test strips. On 3/26/97, customer opened the second bottle from a box of 50 and performed a normal control solution test. The result was 87 mg/dl versus a normal control solution range of 106-158 mg/dl. The customer called co customer support line and, with the rep, performed a normal control solution test. The result was 99 mg./dl. The control solution, lot # vc449, expiration 2/99, was opened 5 weeks ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 88 versus a check strip range of 76-93. The customer removed the desicant upon opening of the bottle. The customer stores the test stirps in the bedroom. She stated that the first bottle from the same box performed accurately.